Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad is loose and the keypad buttons are unresponsive and get stuck when pressed. The pt claimed has had problems with bolus cancelling due to button press when he has not pressed any of the buttons and arrows continue to scroll past correct amount after the pt releases the button. There was no adverse event associated with this complaint.